Event description:
It was reported that the subject device had an error e216. The event was found during preparation of the procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date:h4.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had an error e216. The event was found during preparation of the procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirm. Based on the results of the investigation, it is likely that following led to malfunction: cable damage. Olympus will continue to monitor field performance for this device